Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. There have been no other complaints reported in the lot number. Additional info was requested on 01/28/2011 and 02/09/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was explanted because the pt experienced glare. Additional info has been requested.